Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. Prior to discovery of the fluid leak, the patient stated there were multiple ¿patient line (pl) is blocked¿ alarms. The patient contacted ts for troubleshooting assistance. The patient was unable to progress past cycle 4 and had to cancel the treatment. When they opened the cycler door to remove the cycler set, fluid was observed leaking out. The patient removed the cycler set and noted there was a tiny pinhole on the cassette film, on the back of the device. The patient reported that fluid was ¿shooting out¿ of the pinhole. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not complete their treatment. They reportedly performed a manual drain after disconnecting from the cycler, and then ¿called it quits¿. The patient did not develop any symptoms due to the incomplete treatment. It was confirmed the patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up, the patient stated they had not informed their pd nurse of the fluid leak and subsequent cycler replacement; however, the patient confirmed that they were going to. Additionally, the patient stated their pd effluent fluid had remained clear. The patient confirmed the replacement cycler was received, and they were continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.